Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 402mg/dl. The nurse stated that she was not aware of the customer wearing an insulin pump. Advised the caller to have the customer call back in order to provide additional details on the high glucose. No further info was provided.